Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), the patient underwent a viv approximately 10 years, post transfemoral tavr procedure with a 26mm sapien xt valve in the aortic position. The patient has an lvad in place. The patient presented with fatigue and shortness of breath. The reported failure mode of the valve is ai/regurgitation/central leak due to lvad. The patient was discharged.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The complaint about the central leak was unable to be confirmed due to unavailability of medical records and imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'the patient underwent a viv approximately 10 years, post transfemoral tavr procedure with a 26mm sapien xt valve in the aortic position. The reported failure mode of the valve is ai/regurgitation/central leak due to lvad.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Per provided information, the patient had vast comorbidities (e.g. Hypercalcemia, diabetes (dm ii), severe chronic renal failure/dialysis, hyperparathyroidism etc) which are well-known factors that may increase the risk of valve degeneration, leading to central regurgitation. In addition, lvad (left ventricular assist device) can indirectly lead to valve regurgitation by altering blood flow dynamics and potentially damaging the implanted valve, leading to the central regurgitation. As such, available information suggests that patient factors (pre-existing comorbidities, lvad) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.